Event description:
It was reported the customer had site issues with their skin prep. The customer stated the site showed signs of infection. It was found the customer had redness and slight swelling with itching at their site. The customer stated the location of the infection was under the skin prep. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.